Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that an erroneously elevated high-sensitivity troponin I (tnih) and total human chorionic gonadotropin (thcg) results were obtained on multiple patient samples on an advia centaur xpt instrument. Quality control (qc) was acceptable on the day of the event. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse identified a small leak in the wash displacement (wd) water probe area. The cse replaced the wash manifold and subsequently the wash separation manifold, conducted precision tests for both the tnih and thcg assays, with results recovered within the acceptable ranges and re-ran qc samples, which were acceptable. The cse monitored the system's performance post-service and confirmed that no further discordant results were observed. Siemens further evaluated the event and the cause of the event is unknown. The reported event was resolved with routine troubleshooting actions. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that erroneously elevated high-sensitivity troponin I (tnih) and total human chorionic gonadotropin (thcg) results were obtained on multiple patient samples on the advia centaur xpt analyzer. The initial results were reported to the physician(s), who questioned the results. The samples were repeated on an alternate advia centaur cp analyzer. The repeat results recovered lower than the initial results, which were considered correct and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to this event.